Event description:
A malfunction was reported with the pump, displaying a malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, but the issue recurred. Consequently, technical support decided to replace the faulty pump. They provided instructions on how to put the pump into storage mode and how to return the pump with a pre-paid shipping label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery during the replacement process. Additionally, the customer was informed that they need to program settings and connect their cgm to the new pump once it arrives.